Event description:
Covidien received information stating that an (B)(6) female expired on an 840 ventilator. On (B)(6)2010 at 0800, nurse assessed the patient. Nurse reported patient hypoxic and agonal breathing, despite being on ventilator. Nurse reported the 840 ventilator failed spontaneously and immediately started bagging patient. Nurse observed good chest rise with bag mask ventilation. At this time, the respiratory therapist brought in different ventilator. Respiratory therapist states initial ventilator was still plugged into the electrical outlet when entering room. Patient becomes bradycardic during bag mask ventilations. Patient's husband in room during situation and stated no CPR. Patient was dnr and husband stated he wanted her at peace. According to the risk manager, the ventilator shut down and did not alarm.

Manufacturer narrative:
According to the risk manager, the ventilator has not been evaluated. It is not clear if a third party organization or covidien will perform evaluation to the device. (B)(4). This issue is still under investigation.